Event description:
During an ercp-guided procedure to drain a pancreatic pseudocyst, the physician used a cook endoscopy gi aspiration needle with a side-viewing endoscope. During use the needle detached from the catheter into the pt's stomach. The needle was retrieved. No injury to the pt was reported.